Event description:
It was reported there was stimulation in the wrong location. It was noted the patient had recently began feeling stimulation in the wrong areas. It was reported the patient had a laminectomy and he was feeling stimulation in his left abdomen and he was not feeling stimulation in his legs. It was logged the patient had a doctor appointment scheduled for (B)(6) 2014 and hoped to meet a manufacturer representative for adjustment then.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).